Manufacturer narrative:
The laser equipment was examined and tested at the customer location by johnson & johnson application support manager (asm). The asm found no issues and indicated the device and settings were appropriate, however, the asm adjusted the bed energy settings to make lifts easier. The adjusted setting was not related to the dlk reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a low grade of diffuse lamellar keratitis (dlk) in the left eye (os). Topical steroid drops were increased to resolve symptoms. The surgery center reported the symptoms were resolved.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.